Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Following pre-dilatation of a 1.5x12 balloon catheter, a 2.75 x 24 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The lesion was pre-dilated again with a 2.0x12 balloon catheter but still the stent could not crossed and was damaged. The device was removed and the procedure was competed with a different device. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter city: (B)(6). Device evaluated by MFR.: synergy ous mr 2.75 x 24 mm stent delivery system was returned for analysis inside a 6f extension guide. An examination (visual and via scope) of the crimped stent found stent damage as the stent was bunched at the distal end of the extension guide. Stent struts from the proximal to mid stent region were noted to be lifted from their crimped position and bunched distally. Additionally stent struts from the distal stent region were lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple kinks along its length. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found multiple inner stretching damages. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Following pre-dilatation of a 1.5x12 balloon catheter, a 2.75 x 24 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The lesion was pre-dilated again with a 2.0x12 balloon catheter but still the stent could not crossed and was damaged. The device was removed and the procedure was competed with a different device. There were no patient complications reported.